Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device location of device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), infection ("infections/ infection (other)") and hypersensitivity ("allergic or hypersensitivity reaction"). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy, underwent removal of essure device). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, alopecia, infection, menstrual disorder, nausea and hypersensitivity outcome was unknown. The reporter considered alopecia, device dislocation, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder and nausea to be related to essure (ess205). The reporter commented: as per pfs, pain was decreased shortly after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure removal date (B)(6) 2005 was added. Events migration of essure device location of device, infection (other), pregnancy (ectopic), pelvic area pain were clubbed with previously reported events. Event hypersensitivity was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections/ infection (other"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression") and anxiety ("mental anguish") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues"), nausea ("nausea"), urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with surgery (hysterectom, underwent removal of essure device and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, alopecia, infection, menstrual disorder, nausea, hypersensitivity, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered alopecia, anxiety, bladder disorder, depression, device dislocation, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder, nausea and urinary tract disorder to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: as per pfs, pain was decreased shortly after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: results: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device location of device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") in a 23-year-old female patient (gravida 2) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), infection ("infections/ infection (other)"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectom, underwent removal of essure device). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, alopecia, infection, menstrual disorder, nausea, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder and nausea to be related to essure (ess205). The reporter commented: as per pfs, pain was decreased shortly after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: the essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events "depression, mental anguish and essure confirmation test: no" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections/ infection (other)"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression") and anxiety ("mental anguish") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues"), nausea ("nausea"), urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with surgery (hysterectom, underwent removal of essure device and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, alopecia, infection, menstrual disorder, nausea, hypersensitivity, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered alopecia, anxiety, bladder disorder, depression, device dislocation, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder, nausea and urinary tract disorder to be related to essure (ess205). The reporter commented: as per pfs, pain was decreased shortly after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: results: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: urinary tract disorder nos, bladder disorder nos were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), infection ("infections"), menstrual disorder ("menstruation issues") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent removal of essure device) and surgery (underwent removal of essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, alopecia, menstrual disorder and nausea outcome was unknown. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.